Event description:
While inserting a variable angle screw into the patient, the screw stripped. Removal was attempted but was not successful. The screw was left implanted, but proud. This resulted in a 15 minute delay in surgery.